Manufacturer narrative:
Patient's exact age is unknown; however, it was reported that the patient was over the age of 18. Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a spyscope digital access and delivery catheter was used in the porta hepatis during a biliary tract observation performed on (B)(6) 2016. According to the complainant, a guidewire was placed in the right hepatic liver and the spyscope ds was then inserted over the guidewire. During the introduction, it was noticed that the sleeve of the working channel of the spyscope ds was protruding. Since there was no issue with the observation, they continued the procedure. The protrusion of the working channel sleeve was more visible after passing the spybite and the guidewire. The spy portion of the procedure was completed with this device. The patient's condition at the conclusion of the procedure was reported as "no problem." After the procedure the spyscope digital access and delivery catheter was checked and articulated. The device's articulation feature was not effective and the working channel protrusion was confirmed. The patient's condition at the conclusion of the procedure was reported to be with "no problem."

Manufacturer narrative:
A visual examination of the spyscope ds device found that the working channel sleeve extended when received. The distal tip would not articulate correctly. When turning the knob clockwise, the distal tip did not respond. One steering wire inside the handle was found broken. The broken ends were necked down at the break to indicate excessive force applied. The broken wire was tugged, and the distal tip would articulate. The proximal end of the distal cap was aligned to the cap weld. A spybite device was passed through the working channel without issue. The distal end of the exposed working channel sleeve was tugged; it was not detached from the catheter. There was evidence that heat was applied on the outside of the catheter during manufacturing assembly. Part of the distal end of the catheter was removed to examine the working channel. Further evaluation found that there is evidence of adhesion of the working channel sleeve to the inside of the catheter. The complaint was consistent with the reported event of working channel sleeve protruding. Most likely, the defect was due to some operational or anatomical aspect of the procedure. Therefore, the most probable root cause for the complaint is operational context. A DHR (device history record) review was performed and no deviation was found. A search of the complaint database confirmed that no similar complaints exist for the specified batch.

Event description:
It was reported to boston scientific corporation that a spyscope digital access and delivery catheter was used in the porta hepatis during a biliary tract observation performed on (B)(6) 2016. According to the complainant, a guidewire was placed in the right hepatic liver and the spyscope ds was then inserted over the guidewire. During the introduction, it was noticed that the sleeve of the working channel of the spyscope ds was protruding. Since there was no issue with the observation, they continued the procedure. The protrusion of the working channel sleeve was more visible after passing the spybite and the guidewire. The spy portion of the procedure was completed with this device. The patient's condition at the conclusion of the procedure was reported as "no problem". After the procedure the spyscope digital access and delivery catheter was checked and articulated. The device's articulation feature was not effective and the working channel protrusion was confirmed. The patient's condition at the conclusion of the procedure was reported to be with "no problem".